Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for consult review of the stored device data. Ts reviewed the device data and confirmed the shock impedance value to be greater or equal to 125 ohms and the stored daily impedance measurements showed a stable impedance measurements at 115-120 ohms. Ts recommended for hcp to continue with monitoring at this time. No adverse patient effects were reported. This rv lead remains in service.